Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported inoperable involving an olympus rigid video laparoscope. There was no patient injury reported.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, d8, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure inoperable was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: dents and scratches on outer tube, light guide connector, prong, and cover glass had loose adapter and unstable image. A root cause could not be identified. Based on the results of the investigation, the most probable cause of inoperable could not be established. Additionally, dents and scratches on outer tube, light guide connector, prong, and cover glass had loose adapter and unstable image cause due to cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.